Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 3002806535-2019-00017 and 0001825034-2019-00018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to loosening.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Post-primary and pre-revision radiographs are required in order to provide a more detailed assessment of implant sizing, positioning and alignment. The complaint description does not state which specific component(s) became loose and the revised components have not been provided for examination. The part details for the revised components have also not been provided and therefore the relevant manufacturing history records (mhrs) were unable to be checked. The root cause of revision cannot be determined with the limited information provided. Further radiographic, surgical and patient information, as well as provision of the revised components, is required in order to determine the cause of revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.